Event description:
Procedure: wedge resection. According to the reporter: after inserting the egia universal in thoracic cavity, it was visible on the cartridge was not fixed in the sulu. After firing the instrument, the cartridge came out of the sulu. Surgery time was extended by 45 minutes to take out the broken sulu. The procedure was completed with another sulu.

Manufacturer narrative:
Initial report sent to FDA on 09/22/2009.